Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was not turning on, the displays were black and the system did not perform x-ray. The failure analysis confirmed the malfunction with the ippc (image processing pc) power supply as the battery got discharged. The fse replaced the ippc and swapped the hard disks to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system did not start up. The device was outside clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.